Manufacturer narrative:
The accessory has been returned and evaluated. Failure analysis was able to confirm the reported complaint. The curved cannula was visually inspected against an in-house curved cannula and when aligned in the same direction, the shafts were found to point in different directions, thus confirming the reported complaint that the shaft had rotated. Based on the information provided, this complaint is being reported due to the following conclusion: the curved cannula instrument accessory's shaft/sleeve turning freely could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the weld on the cannula accessory located at the narrow shaft of the sleeve where it meets the widened angled opening to the port failed. The sleeve can actually turn (rotate) if pressure is applied. The weld is broken at the stem. There was no allegation that any fragment(s) from the instrument accessory fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument accessory.